Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted to an outside hospital on (B)(6) 2024 with weakness, fatigue and melena. They were transferred in, found to have ischemic bowel and then taken to the operating room for a total colectomy on (B)(6) 2024 with ostomy placement and left open. The patient returned to the operating room for closure on (b0(6) 2024. The patient had a history of alcohol abuse; they remained inpatient for physical rehabilitation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1, "introduction", lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, "patient care and management", provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.